Event description:
It was reported that when the device cdh33 was used during a laparoscopic cholecystectomy procedure, the device could not be removed from the tissue. Opened another device to complete the case. There was no consequence to pt.